Event description:
Zoll customer support contacted a (B)(6) female pt to exchange her monitor. The pt's download revealed a charge profile fault and converter error flags, as well as corresponding service code 29 - charge profile fault. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (charge profile fault/converter error/service code 29 - 'charge profile fault') has been confirmed. A service code 29 is generated if the monitor detects a problem charging the energy capacitors. The cause of the service code 29 was defective components q10 and r45 on the computer/analog (ca) board. Components q10 and r45 were out of tolerance, preventing proper charging of the capacitors. The root cause of the defective q10 and r45 cannot be positively identified. No adverse event resulted from the defective components. The pt received a replacement monitor.